Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the connection point between hub and strain relief was found to be broken/fractured, the catheter shaft was found to be kinked/bent in multiple areas, and the catheter tip was found to be flat/crushed. A functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation, and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was retuned for analysis. The shaft was seen to be broken/fractured from connection point between hub and strain relief. The catheter shaft was found to be kinked/bent in multiple area. The catheter tip was found to be flat/crushed. Therefore, the as reported will not be confirmed. The as analyzed 'catheter shaft kinked/bent', 'catheter tip flat/crushed', and 'catheter shaft broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect 'catheter hub broken/fractured' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
The subject device was returned for analysis, and it was discovered that the subject catheter shaft was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.